Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
During internal service activity it was reported that the small grasping retractor was stuck on a gauze cigar and was unable to be released from the cannula. The instrument release kit (irk) was used to remove the gauze cigar from the small grasping retractor. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) confirmed the issue was identified during the procedure. The instrument release kit (irk) was used to release the jaws from the gauze. The jaws were not stuck shut on patient tissue. There was no bleeding as a result of the failure. No material detached/broke off from the portion of the device that enters the patient. There was no need to remove the instrument with the cannula. The instrument was already returned for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: primary product batch/lot number under section d was updated to k10240725 0017.